Event description:
A report was rec'd that the pt wants to be explanted due to discomfort from the device. The pt has not used the system for over a year. The physician recommended the patient to be explanted. No date has been scheduled for the explant.

Manufacturer narrative:
A review of the mfg documentation for the implanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.